Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: during renal depression a black plastic part at the proximal part of five wings got broken. The broken parts could be retrieved from pt operating time not extended. New one was opened to complete the case with no problem. No pt harm. Additional tissue resection: no. Tissue damage: no. No bleeding.